Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report the insulin pump buttons are unresponsive and causing a scrolling effect on the display screen. Blood glucose reading at the time was 165 mg/dl. Customer mentioned they went to the pool and wore the insulin pump directly after getting out of the pool. Advised the customer the insulin pump will be replaced. Nothing further reported.